Event description:
The patient presented with a 90 degree aortic neck angle and a 10 cm size aneurysm. Following successful deployment of the excluder trunk-ipsilateral device, the physician was unable to gain access to the contralateral leg hole to place the contralateral device. Ultimately, he converted to an aorto-uni-iliac approach, placing another trunk-ipsilateral device inside the existing one and implanting a femoro-femoral bypass. There was no adverse outcome for the patient. No allegation of product deficiency was made.